Event description:
The customer received questionable results from coaguchek xs meter compared to a laboratory using dade innovin reagent. The serial number of the meter was requested but was unknown. Of the data provided, three comparisons were discrepant. On (B)(6) 2018, the result from the meter was 6.4 inr and the result from the laboratory was 4.4 inr. On (B)(6) 2018, the result from the meter was >8.0 inr and the result from the laboratory was 5 inr. On (B)(6) 2018, the result from the meter was 3.2 inr and the result from the laboratory was 2.3 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.